Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reports to have been hospitalized due to constipation and reflux. Customer states, one hospital advised that he was constipated; he went to another hospital who advised that he had reflux. Date of hospitalization was unknown. Blood glucose at the time of hospitalization was 230 mg/dl. Customer states he was treated and released. Customer did not give any other information as he was upset and wanted insulin pump replaced. No further information provided.